Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the connector pin on the desktop charger had broken off inside the recharger, and as a result the patient has been unable to recharge the ins. The patient stated the ins is not working for them because the ins charge is depleted and the ins stopped providing therapy. The patient did not have the equipment with him during the call and later called back for troubleshooting. Patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (serial number (B)(4) found that the connector pin was broken. (B)(4) applies to the implantable neurostimulator (serial number (B)(4) and (B)(4) applies to the desktop charger (serial number (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.